Event description:
Related manufacturer report number: 2017865-2023-00318, related manufacturer report number: 2017865-2023-00320. It was reported that the patient presented for extraction of the right atrial, right ventricular, and left ventricular leads due to dislodgement. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. Visual inspection did not find any anomalies on the lead with the exception of damage consistent with that occurring at the time of the procedure.